Manufacturer narrative:
Siemens healthcare diagnostics has determined that the cause of the falsely elevated caffeine results is incorrect installation of the method parameters causing shift in qc with the length of time that open reagent wells are in use. Method parameters were evaluated and it was found that incorrect reagent well volumes had been entered into the dimension vista software for the open channel syva emit caffeine method. The open channel reagent is manufactured by siemens. The incorrect parameters were input by siemens personnel. The instructions for use states that 1.5 ml per well is recommended for 10 tests per well. The instrument was set up for 0.680 ml per well for 16 tests per well. The decreased volume would allow extra head space in the vented well with potential for increased vaporization of the reagent causing the increasing results observed by the customer. Siemens advised that the customer follow the approved, validated application parameters as provided by in the instructions for use to ensure proper performance of the method.

Event description:
Discrepant high caffeine (xcaff) qc results were obtained on the dimension vista instrument with increasing open well age. There is no indication that patient treatment was altered or prescribed on the basis of discrepant high caffeine results. There was no report of adverse health consequences to patients as a result of discrepant high caffeine results.